Event description:
It was reported battery keeps depleting every two days. The liquid crystal display is bad and clock battery needs replacement. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed the seal was intact. During functional testing, the reported complaint was duplicated. Pump's battery life tested and failed the test. The root cause of the issue is unknown. However, the microprocessor unit board and missing liquid crystal display pixels with scratched lens was replaced.